Manufacturer narrative:
The insulin pump was received with a button error alarm and no act button response due to a corroded keypad. Analysis was unable to perform the displacement test or to verify the failed battery test because there was no button response. There was no unexpected noise heard or unexpected alarms found. The unit had a cracked reservoir tube lip, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer called in to report that while driving the insulin pump was making a noise so they took the battery out and put it back in and received a failed battery test. After changing the battery they received a button error alarm. The customer also reported a keypad anomaly. The customer's blood glucose level was assumed to be around 100 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.